Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow and ok keypad buttons had a delayed response. The patient noted that the rubber on the keypad was flat and that "there is no bump where the buttons are." The patient denied any moisture to the pump. The patient reportedly wore the pump under a garment and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.